Event description:
It was reported that the patient's left hip was revised. Patient reported hearing a pop in his hip and afterwards, the hip started squeaking. It was determined that the liner dissociated from the shell, allowing the femoral head to rub inside the shell. Intra-operatively, the surgeon could not determine with certainty if one of the screws was proud but could neither loosen nor tighten it as it was stripped, so the surgeon burred the head down to be certain. The head and the liner were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.